Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: event 1: material #: mz1000-07, batch/ lot #: unknown. It was reported that on 5 occurrences that the needle free connector leaked.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20106157. D4: medical device expiration date: 2023-10-09. H4: device manufacture date: 2020-10-09. Investigation summary: maxzero was visually inspected and no defects were observed. The customer's complaint that the needle free connector leaked was verified. A device history record review for model mz1000-07 lot number 20106157 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the leakage could not be determined traces of chemo remained even after the decontamination process and a full investigation could not be performed. This incident has been added to our database of reported incidents.

Manufacturer narrative:
Medical device expiration date: unknown. Date received by manufacturer: bd was initially made aware of this complaint on 2021-01-08. At that time, based on the information provided by the initial reporter, the event dates were unknown so all events were added to one MDR, MFR report # 9616066-2021-50153. Additional information was later received on 2021-01-14 with the event dates, which caused the events to be reported on separate mdrs. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: event 1: material #: mz1000-07, batch/ lot #: unknown. It was reported that on 5 occurrences that the needle free connector leaked.